Event description:
Follow up information obtained reported that the patient received effective therapy with the new lead. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that during an implant procedure, the lead would not give any response (no bellows, toe flexion). The patient did have responses when tested with the percutaneous needle. The lead was then removed and the patient was re-tested with the percutaneous needle which gave positive motor responses. The lead, external neurostimulator, and trialing cable were replaced and the new lead "worked fine". Additional information was requested and a follow-up report will sent if obtained.

Manufacturer narrative:
Lead: model: 3093-33, lot# v817299, implanted: (B)(6) 2011 explanted: (B)(6) 2011.